Manufacturer narrative:
Date of event: exact date unknown, event occurred in the past year.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the hospital.